Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that partial detachment of outer sheath occurred. During a percutaneous coronary intervention (pci), the physician prepared an opticross imaging catheter for intravascular ultrasound (ivus). The physician thought that flushing was not enough when image display was dark. The physician flushed the opticross again but the issue was not resolved. When the shaft was examined, saline water was found to be leaking from the outer sheath and the outer sheath was observed to be partially detached. As a result of the partial detachment, flushing was not properly done. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Examination of the returned device revealed the outer telescope assembly was detached from the anchor seal housing bond. The catheter was unable to be flushed properly due to the detached telescope. Full image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that partial detachment of outer sheath occurred. During a percutaneous coronary intervention (pci), the physician prepared an opticross¿ imaging catheter for intravascular ultrasound (ivus). The physician thought that flushing was not enough when image display was dark. The physician flushed the opticross¿ again but the issue was not resolved. When the shaft was examined, saline water was found to be leaking from the outer sheath and the outer sheath was observed to be partially detached. As a result of the partial detachment, flushing was not properly done. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.